Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side capsular contracture baker grade unknown and pain. Patient additionally reported hypothyroidism, severe acne, hair loss, hashimoto diagnosis, tingling in face, arms and legs, numbness in mouth, brain fog, dry skin, chronic fatigue syndrome, asthma, dry eyes, hard time swallowing, insomnia, constipation, and struggle losing weight; these events are unrelated to the device. Device remains implanted.

Event description:
Patient reported device has been explanted.